Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. H6 component code: g07002 - no device problem found h3 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received twenty-three unopened samples pertain to the product code vcpb1840d. Each vcpb1840d product contains eight needle-suture combinations. As per the sampling plan, a visual inspection was performed on thirty-two needle-suture combinations, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the device lot s22060055, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a joint replacement procedure on (B)(6) 2025 and suture was used. The suture was broken when the surgeon attempted to tie a knot with suture. Changed to another one from the same product code and different lot number to continue the surgery, where three sutures in the same pouch were broken. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: according to event description "(vcpb1840d /s22060055), three sutures in the same pouch were broken", since this product code is control release needles sutures. There are 8 strands per one pack. So the involved qty was reported as 1 pack/pouch not 3 strands.